Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the user could not dispense medication from that particular station, although they were able to retrieve medication from other stations or directly from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to doors 1, 3 and 4 was not detected on the communication bus. A field service engineer replaced the pop latch door 1 and applied the grease to all the latches to resolve. The system functioned as intended after the field service engineer troubleshooted the device.